Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump was emitting an unspecified alarm and a visual alert no injection repeatedly. No further details were provided. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/06/2016 with the following findings: a review of the black box indicated multiple ¿loss of prime¿ warnings had occurred. The pump powered on normally and successfully completed rewind, load, and prime steps with no alarms occurred. The force sensor calibration was found to be within specifications. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump casing was removed and no defects were found to the force sensor circuit.